Manufacturer narrative:
The investigation into the pump stop has been completed. The impella pump was returned for investigation. The field data logs were reviewed and multiple impella stopped ¿ motor current high alarms were confirmed on 17nov2021. Prior to these events, the pump appears to have functioned normally and provided over 19 to 20 days of support. The returned pump was visually inspected, and a large purge gap was observed. The pump was plugged into a console and would not start. Therefore, the root cause of the pump stop was determined to be bearing wear due to the duration of usage. This is due to the pump being used for 19 days, which is beyond the intended design life of 8 days (design trace matrix 0046-9910). Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi & impella rp with smart assist system section: using the automated impella controller with the impella catheter as noted in the impella IFU ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smart assist system catheter as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, race and ethnicity unknown, in heart failure was implanted with an impella cp device for mechanical circulatory support. It was reported the pump stopped overnight and was restarted. The failure was suspected to be due to a clot, the impella had been in use for 20 days. The decision was made to replace this impella. There was no patient harm reported, and this device was replaced.